Event description:
Healthcare professional reported left side intracapsular rupture and capsular contracture, baker grade iii diagnosed via MRI. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: intracapsular rupture and capsular contracture, baker grade iii. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade iii. Continued e1 phone number: (B)(6). Clarification to partial date of occurrence b3: (B)(6) 2024 was provided.